Event description:
It was reported that: on (B)(6) 2023, the dilator tip was found damaged during use on the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: (B)(6) 2023, the dilator tip was found damaged during use on the patient.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one dilator, a swg in its advancer, and product lidstock for analysis. No obvious signs of use were observed within the distal tip. Visual analysis revealed that the edges of the distal tip appeared to have folded inwards. The appearance of the damage is consistent with the application of undue force being applied to the dilator during an attempted insertion. The overall length of the dilator measured 101 mm, which is within the specifications of 95.2-108 mm per dilator product drawing. The dilator inner diameter at the proximal end measured 1.6002 mm, which is within the specifications of 1.60-1.70 mm per dilator product drawing. The inner diameter of the dilator at the distal tip could not be measured due to the nature of the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire could not thread completely through the returned dilator due to the nature of the damage at the distal tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed through investigation of the returned sample. Visual analysis revealed that the edges of the tip appeared to have folded inwards. The appearance of the damage is consistent with undue force applied during an attempted insertion. Despite this, the dilator passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the dilator tip was found damaged during use on the patient.